Event description:
According to the info received, the probe ruptured and remained in the ureter.

Manufacturer narrative:
The device has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed.